Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (aortic neck calcification). Unapproved use of device (stent graft was used in a patient with a pre-operatively rupture aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck calcification). Operational context contributed to event (stent graft was used in a patient with a pre-operatively rupture aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular repair of a 9 cm diameter pre-operatively ruptured abdominal aortic aneurysm approximately one month ago. The aortic neck was 2 cm in length with 45 degree angulation, calcification and moderate tortuosity. The common iliac arteries were heavy calcified bilaterally. An endurant bifurcated stent graft etbf2816c166e and three endurant iliac stent grafts an, etew2020c82e, etlw1616c82e and etlw1620c93e were successfully implanted. The bifurcated stent graft was deployed 5 mm below the renal arteries. It was reported that there was a type I endoleak due to the calcification in the aortic neck. An endurant aortic cuff encf3232c49e was implanted and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.